Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9275399. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 56 physical samples were received for evaluation by our quality team. Through examination of the returned samples, none were observed to have scale marking issues. All samples came sealed in a shelf box and packaging blister. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified as all samples provided have scale marking issues or other defects. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 302832 batch no. 9275399. It was reported that cc markings on syringe were not consistently on them.